Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented for the implantation of a left ventricular lead. In preparation for the procedure, the physician attempted to insert the guidewire into the lead but the guidewire would not fit into the lead. Neither this guidewire nor this lead ever entered the patient¿s body. In lieu thereof, another guidewire and lead were successfully used. The patient was in stable condition before, during and after the procedure and the patient will continue to be monitored.